Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic after receiving a vibratory alert for low, out of range, pacing lead impedance on the right ventricular lead. Upon review, inappropriate anti-tachycardia pacing therapy due to noise on the rv lead was noted. Patient did not receive hv therapy. The lead was capped and replaced on (B)(6) 2018. Patient was stable throughout the event.